Manufacturer narrative:
Lot number is not available. Further investigation cannot be performed.

Event description:
Revision surgery performed due to knee pain. Natural patella was resurfaced and liner was revised with a thicker one (from 10 to 17 mm). Primary info is not available.